Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 375mg/dl and a correction bolus was delivered to address the bg level. Prior to contacting tandem technical support, the customer observed their non-tandem infusion set site and found a bent cannula. Reportedly, a supply change was performed to address the occlusion alarm. A follow-up call to ensure the customer's bg levels returned to target range was declined by the customer.